Event description:
Patient enrolled in the clinical trial "watch tavr" which is a randomized trial where subjects who have aortic stenosis and afib are randomized to receive a laa closure device (watchman) during the same procedure as their tavr or randomized to tavr alone plus medical management of afib. This subject randomized to receive both watchman and tavr procedure combined. Immediately following an uneventful tavr, a tee guided transseptal puncture was done to proceed with laa closure. A 24mm wm device was positioned and recaptured. It was determined that a 27mm wm device would better meet the patient's anatomy. Therefore, a 27mm wm, serial number (B)(4), was inserted, optimally positioned and deployed. At this time patient became profoundly hypotensive. Act measured before patient became hypotensive was 260 seconds. There was a pericardial effusion that was unchanged from baseline however, due to the persistent hypotension emergent pericardiocentesis was performed obtaining 200cc of serosanguineous fluid. The absence of bloody pericardial effusion excluded the possibility of tamponade as etiology of hypotension. Attention was then to the coronary arteries, however due to persistent hypotension and now cardiac arrest, CPR/acls was initiated and cannulation of the right femoral vein and artery was performed for cardiopulmonary support. Once the patient was on full cp support, coronary angiography was performed revealing a large thrombus in the left main coronary artery. The thrombus was completely aspirated and patient regained normal cardiac function with normalization of lv systolic function. Cardiopulmonary support was weaned successfully with hemodynamic stability, and placement of an intra-aortic balloon pump. The patient was transferred to the ICU for support after the cannulas were withdrawn. This occurred on (B)(6) 2020. Patient remained in ICU on hypothermia protocol, vented, non-responsive. On the morning of (B)(6) 2020 he went into vtach and arrested, initial resuscitation efforts were unsuccessful and he expired. FDA safety report ID# (B)(4).